Manufacturer narrative:
Additional information was received. The sapien 3 valve was implanted by surgical approach because the pre-existing homograft could not be decalcified during the surgical procedure. The patient expired a couple days post procedure. The exact date and cause of death were not reported.

Manufacturer narrative:
Corrected data: reference CAPA- (B)(4).

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the second sapien 3 valve used. Please reference related manufacturer report no: 2015691-2017-00687 per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve embolization into the ventricle was likely due to the surgical approach resulting in an inability to see the valve correctly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), approximately 18 months post implant of a 23mm sapien 3 within a homograft in the aortic position by surgical procedure, the patient developed thrombosis inside the valve. The sapien 3 valve was explanted and a second 23mm sapien 3 valve was implanted by surgical procedure. Approximately one hour post implant, the valve embolized into the ventricle. A third sapien 3 valve was implanted in the correct position. The valve embolization into the ventricle was considered to be due an inability to see the valve correctly resulting in low placement.

Manufacturer narrative:
The article, ¿late thrombosis of a transcatheter aortic valve: the border between a proactive and reactive management¿, was found to be related to this case. Per the authors, the patient had an extremely elevated surgical risk due to the third cardiac operation. On the 10th postoperative day the patient developed a cardiogenic and septic shock and expired. Article reference: gennari, marco, gianluca polvani, mauro pepi, francesco arlati, andrea annoni, and marco agrifoglio. "Late thrombosis of a transcatheter aortic valve: the border between a proactive and reactive management." Journal of cardiothoracic surgery 13, no. 1 (2018): 126.